Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4412 - movement disorder

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, he experienced muscle cramps, frequent urination, and could not run. The cgm was reading 3.3 mmol/l and the blood glucose reading was 24.0 mmol/l. The patient self-injected insulin after seeing the inaccuracies. He took himself to the hospital in the evening and was treated with unknown medication. The patient was discharged the next morning (less than 24h). There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.